Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reported not performing the air removal step when filling cartridge with insulin. Customer was educated on the air removal process per the user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 200-250 mg/dl.